Manufacturer narrative:
One i3 cardiomems patient electronic system was returned with a set of accessories. The unit would prematurely shut off if the returned power cord was manipulated. The previously mentioned malfunction was not encountered when a test power cord was used in place of the returned one. Visual inspection of returned power cord observed no discernible external damage and there was no evidence of sparking reported during investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that the patient electronic system would not turn on. When the power supply was plugged into the extension cord on the back of the electronic system, it was observed to spark. It was not used following the incident. The patient unit was replaced.